Manufacturer narrative:
(B)(4) guidewire distal tip detached, exposing the tip of the metal core wire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2016-01023 and 3005099803-2016-01024 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during procedure, after the device as withdrawn out of the bile duct, it was found that the hydrophilic tip of the jagwire detached in the bile duct, exposing the tip of the metal core wire. A second jagwire guidewire was used and during the procedure, the hydrophilic tip detached, exposing the tip of the metal corewire. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the tip of the guidewire was detached, exposing the tip of the metal corewire by approximately 3.0 cm. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. No evidence of corewire fracture was found. The complaint is consistent with the returned guidewire since the tip was detached and the tip of the metal corewire was exposed. Based on all gathered information, the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2016-01023 and 3005099803-2016-01024 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during procedure, after the device as withdrawn out of the bile duct, it was found that the hydrophilic tip of the jagwire detached in the bile duct, exposing the tip of the metal core wire. A second jagwire guidewire was used and during the procedure, the hydrophilic tip detached, exposing the tip of the metal corewire. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.